Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the distal clevis on the conductor wire side. A visual inspection displayed that the conductor wire was not exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument hook was manually manipulated, and the instrument passed an electric continuity test on three of three attempts. The instrument delivered energy without any issues on three of three attempts. The instrument was fully functional. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the permanent cautery hook (pch) instrument started to smoke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was observed that the elbow of the da vinci instrument where the gears rotate was smoking. The instrument was inspected prior to use and nothing out of the ordinary was observed. The instrument did not collide with an energy instrument during the procedure and no arcing was observed. No injury to the patient as the instrument was removed and replaced.